Event description:
It was reported that the insulin pump alarmed an error, the customer changed the battery, and the display of the device went completely blank. This procedure was repeated twice. The customer's blood glucose was 128 mg/dl. During troubleshooting the customer stated that they just took out a new battery out of the pack and it was corroded. The customer stated that they would go buy new batteries and will call back if assistance will be required. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.